Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose reading was 475 mg/dl. The customer's mother stated that the insulin looks cloudy. The mother stated that they changed out the set and reservoir and continued to have no delivery alarm. The customer's mother stated that she will call back when her daughter gets home from school.